Event description:
It was reported that vessel dissection occurred. A 2.50 x 28 mm promus elite drug-eluting stent was advanced for treatment and successfully implanted in the left anterior descending artery (lad). However, after post-dilatation, a flow-limiting dissection occurred at the proximal edge of the stent in the mid lad. The dissection was covered, and the procedure was completed by overlapping a 3.00 x 16 mm synergy xd drug-eluting stent. The patient was stable and fully recovered post-procedure.

Event description:
It was reported that vessel dissection occurred. A 2.50 x 28 mm promus elite drug-eluting stent was advanced for treatment and successfully implanted in the left anterior descending artery (lad). However, after post-dilatation, a flow-limiting dissection occurred at the proximal edge of the stent in the mid lad. The dissection was covered, and the procedure was completed by overlapping a 3.00 x 16 mm synergy xd drug-eluting stent. The patient was stable and fully recovered post-procedure. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous, and severely calcified left anterior descending artery (lad). The lesion was pre-dilated with a 2.25 x 8 mm semi-compliant balloon catheter. The 2.50 x 28 mm promus elite was fully deployed at 11 atmospheres (atm) without issue and post-dilated with a 2.75 x 12 mm non-compliant balloon at 12-15 atm.